Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported event occurred in july 2024. The instrument was inspected prior to use and appeared undamaged. A colorectal da vinci-assisted surgical procedure was performed, but the surgeon's name is not provided. The fragment fell inside the patient during suction, likely due to a faulty instrument. The instrument had been in use for an unknown duration without any functional issues or collisions. The fragment was retrieved using a laparoscopic instrument, and all fragments were confirmed retrieved by the consultant and theatre team. No post-operative tests were performed, and the patient was not injured or returned to the hospital for complications. The instrument and fragment have been sent back. No photographic images or video recordings are available for review.

Manufacturer narrative:
On 20-jan-2025, failure analysis clarified that the instrument was found to have a broken tip at the base and not "a broken grip at the base of the tip" as previously reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument and performed failure analysis evaluation. The suction irrigator instrument was analyzed and found to have a broken grip at the base of the tip. A piece of the instrument tip measuring approximately 2.20 mm x 2.90 mm was found to be broken off. The broken piece was not returned with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hartmann's procedure surgical procedure, the robotic suction irrigation became defective during the case. The tip of the suction irrigator became detached from the shaft of the device. This was then retrieved from the patient. The procedure was completed as planned.